Event description:
It was reported that patient underwent a knee surgery on an unknown date. Revision procedure is scheduled to be performed on an unknown date due to the screw coming out of the bearing causing loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown.